Event description:
Procedure type: low anterior resection. According to the reporter: the wingnut was stiff and difficult to rotate. After applying the instrument, staples with straight legs were seen on staple line. Tissue on proximal side remained uncut, it is unk if the tissue on distal side was cut. The tissue was resected and a new instrument was used to complete the procedure. No bleeding was reported. The pt is in well current condition.